Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as material problems like degradation or inappropriate material or a mechanical problem like leakage/seal, stress, deformation, or wear and tear. These causes can occur between components such as circuit board, connector/coupler, electrical cable, imager, and optical fiber, without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited corrosion on the connector, connection issues with the electrical connector, and no image. There was no patient involvement.